Manufacturer narrative:
(B)(4): additional evaluation completed 2/18/2014.the customer did not allege or identify any specific deficiency; it was observed during pre repair evaluation of the casing that it works intermittently and the lid will not close properly. Evidence suggests this is due to usage wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device is an instrument, not implanted/explanted. Returned to manufacturer on (B)(4) 2014. The lot number could not be verified as a synthes lot number. Placeholder.

Event description:
(Anspach) reporter indicated that part 532.032 (small battery drive casing for 14.4v battery) has an unspecified malfunction. No additional information provided. This is report 1 of 1 for complaint (B)(4).